Event description:
It was reported that a pt experienced adhesions to mesh, resulting in a small bowel obstruction. The pt underwent a surgical procedure and 10 x 15 cm of mesh was removed. The original procedure was two years prior.

Manufacturer narrative:
Date sent to the FDA: 10/22/2009. Adhesions - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.